Manufacturer narrative:
Date sent: 12/04/2008. H3. Eval summary: the unit was returned to the international service center. The analysis site confirmed the customer complaint. To correct the issue, the service center replaced the blue rotational cable, firing lever. Part replaced that was unrelated to the customer's complaint was fastening material and technical upgrades were performed. After servicing, the unit passed all qa testing processes. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the unt was sent to them for repair because the holster's rotation does not work. It was not noted if the issue occurred during a procedure. No pt consequence reported.